Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was changing his infusion set and got stuck in prime/rewind loop. Troubleshooting was done. Customer's blood glucose was 312 mg/dl. Customer stated the insulin was squirting out during the manual process. During the troubleshooting customer did not receive the 2nd series beeps and numbers did not appear on the screen. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.